Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd pegasus yel 24ga x 0.75in qsyte non-pvc had foreign material. The following information was provided by the initial reporter: "in gynecology, foreign body was found in the extension tube when the package was opened".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-mar-2022. H.6. Investigation: a device history review was conducted for lot number 1110742. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was submitted to our facility to aid in our investigation. Our engineers were able to identify a large translucent white foreign body lodged in the extension tubing. The issue has been confirmed. The foreign body was submitted to a laboratory for composition testing for identification. Test results were able to positively identify the material as thermoplastic urethane, this is the raw material used for the extension tubing component. After a review the production process our engineers were able to determine that the most likely root cause for this event is related to the extrusion process. During extrusion, it is possible for the raw material to accumulate on the equipment, and be deposited into the tubing. This is caused by a combination of extrusion speed and the rate of mold-core inspection for accumulated material.

Event description:
It was reported bd pegasus yel 24ga x 0.75in qsyte non-pvc had foreign material. The following information was provided by the initial reporter: "in gynecology, foreign body was found in the extension tube when the package was opened"